Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the thread fractured in the acetabular cup and remained in the implant. As a result, the acetabular cup was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Examination of returned device found no evidence of product non-conformance. Evaluation of instrument found evidence that failure mode was likely due to misuse by over torqued instrument.